Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. The medical records indicate the patient experienced recurrence and adhesions both of which are known as possible adverse reactions in the instructions-for-use. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2010 - patient underwent repair of an abdominal ventral hernia using a bard/davol composix kugel hernia patch. On (B)(6) 2013 - patient presented to the ER with complaints of abdominal pain, nausea, vomiting and was treated and discharged the following day. On (B)(6) 2013 - the patient was taken in for surgery due toa diagnosis of complete bowel obstruction. During this procedure the composix kugel hernia patch was explanted. Operative dictation notes there were adhesions of bowel to the mesh. Three serosal tears were made and repaired during this procedure as well. On (B)(6) 2013 - patient was evaluated in the ER due to abdominal pain, bloody wound drainage and nausea. Wound cultures were taken and revealed bacteria. Patient was treated and discharged three days later. On (B)(6) 2013 - patient presented to the ER with complaints of abdominal pain and nausea. Patient was diagnosed with gallstone pancreatitis and underwent a cholecystectomy. On (B)(6) 2014 - patient underwent repair of a recurrent incisional hernia with implant of a bard/davol ventralight st mesh.

Manufacturer narrative:
Addendum to the initial report. This supplemental is being sent to show that two days post procedure the patient underwent additional surgical intervention which included resuturing of the previously placed composix kugel mesh which the medical records indicate that the sutures had pulled through the tissue and remained secured to the mesh. No specific mesh device issue was reported. The patient's date of birth was also corrected in this supplemental. With the current information available no definitive conclusion can be made if additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2010 - patient underwent repair of an abdominal ventral hernia using a bard/davol composix kugel hernia patch. On (B)(6) 2010 - the patient presented to the ER status post ventral hernia repair. Patient had sudden onset of abdominal pain and her CT scan shows a herniation of bowel up over the mesh with findings consistent with a small bowel obstruction. Patient underwent an exploratory laparotomy, doppler evaluation of small bowe and repair of ventral hernia and resuturing of composix kugel mesh with placement of retention bolster sutures as well. Per the medical records "the mesh from approx 12 o'clock to 4 o'clock area the sutures had just plan pulled through. They were still on the mesh and they were still tied but the sutures had pulled through the tissue. Using large needle and ethibond sutures, the mesh was resutured with a good 2-cm oberlap underneath the previously identified fascia. On (B)(6) 2013 - patient presented to the ER with complaints of abdominal pain, nausea, vomiting and was treated and discharged the following day. On (B)(6) 2013 - the patient was taken in for surgery due toa diagnosis of complete bowel obstruction. During this procedure the composix kugel hernia patch was explanted. Operative dictation notes there were adhesions of bowel to the mesh. Three serosal tears were made and repaired during this procedure as well. On (B)(6) 2013 - patient was evaluated in the ER due to abdominal pain, bloody wound drainage and nausea. Wound cultures were taken and revealed bacteria. Patient was treated and discharged three days later. On (B)(6) 2013 - patient presented to the ER with complaints of abdominal pain and nausea. Patient was diagnosed with gallstone pancreatitis and underwent a cholecystectomy. On (B)(6) 2014 - patient underwent repair of a recurrent incisional hernia with implant of a bard/davol ventralight st mesh.